Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that an unknown liquid came out of the battery oscillator device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact month of the event was unknown. However, it was reported that the event occurred on (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that an unknown liquid came out of the unit. During service/repair, it was determined that the gear/oscillator and guide sleeve had an unknown liquid on them. It was further determined that the electromotor was running rough. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.